Event description:
The physician was attempting to deploy a 2.5mm diameter x 14mm length endeavor resolute rapid exchange (rx) drug eluting stent to treat a lesion that was reported to exhibit severe calcification. It was reported that the physician could not pass the stent to the target lesion. On return to manufacturing facility damage was noted to the stent. No patient injury occurred and no clinical sequelae were reported. Evaluation summary: the distal tip was slightly damaged indicating that it may have been stubbed during advancement. The proximal pillow balloon folds were partially opened. The 1st five proximal segments were intact, the remaining segments were deformed and stretched with a number of segments extending distal to the distal tip. Please note that this device (B)(4) is distributed outside the united states; however, it is similar to the united states distributed product (B)(4).

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (stent deformation and failure to deliver the stent), patient's condition affected effectiveness of device (vessel morphology), user/device interface (failure to follow instruction), failure to follow instructions (force used to deliver stent). Evaluation, conclusions: device failure/lack of effectiveness related to patient condition (vessel morphology), user error contributed to event (force used to deliver stent). (B)(4).